Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. There is no indication that the reported burns resulted in a serious injury. Burns were diagnosed by cardiologist. Device evaluation of monitor sn (B)(4) and belt sn (B)(4) was completed. The monitor and electrode belt were fully functional all gels were deployed. Device manufacture date and usage of device: monitor: reuse. Belt 10/2013 - initial use. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.

Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. On (B)(6) 2014, a (B)(6) year old female patient's daughter reported that the patient was treated and 'knocked the patient out of her robe, knocked her 7-8 feet, and there is gel on their walls, floors, and carpet'. The patient's daughter reported that the monitor did not alarm before the shock, but the patient's son heard the alarm. The patient visited her cardiologist for a scheduled appointment and the cardiologist reported 2nd and 3rd degree burns. Review of the event concludes the patient experienced one inappropriate defibrillation event. Dual lead noise and artifact contributed to the false detection. The patient was conscious and the response buttons were not pressed during the entire event.